Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed at bedside in neonatal intensive care unit (nicu) with nurses. Patient on therapy for 50 hours in an arctic sun device. Getting low flow alert. The water flow rate (wfr) was 0 l/m. Neonatal pads in place. Walked through stop therapy and empty pads. Received empty pads not complete alert x 2. Disconnected pads over trash can. Reconnected pads. All lines straight with no bends or kinks. Restarted therapy but water flow rate (wfr) stayed at 0 l/m. Walked through placing device in manual control at 24c with no pads. System diagnostics showed that the outlet monitor temperature (t1) was 21.8c, outlet control temperature (t2) was 21.7c, inlet temperature (t3) was 30.2c, chiller temperature (t4) was 5c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -13.2, circulation pump command (cpc) was 0, and then device alerted 41 low internal flow. Screen locked up and biomed unable to navigate past circulation pump command (cpc). Advised to swap out to alternate device and take this one to the shop for evaluation. Encouraged to call back once they get alternate until they could walk through set up.

Manufacturer narrative:
The reported issue was confirmed. The device was not returned. The root cause could not be definitively identified. It was reported that the water flow rate (wfr) was 0 l/m. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. No additional actions are needed. Correction: d,e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed at bedside in neonatal intensive care unit (nicu) with nurses. Patient on therapy for 50 hours in an arctic sun device. Getting low flow alert. The water flow rate (wfr) was 0 l/m. Neonatal pads in place. Walked through stop therapy and empty pads. Received empty pads not complete alert x 2. Disconnected pads over trash can. Reconnected pads. All lines straight with no bends or kinks. Restarted therapy but water flow rate (wfr) stayed at 0 l/m. Walked through placing device in manual control at 24c with no pads. System diagnostics showed that the outlet monitor temperature (t1) was 21.8c, outlet control temperature (t2) was 21.7c, inlet temperature (t3) was 30.2c, chiller temperature (t4) was 5c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -13.2, circulation pump command (cpc) was 0, and then device alerted 41 low internal flow. Screen locked up and biomed unable to navigate past circulation pump command (cpc). Advised to swap out to alternate device and take this one to the shop for evaluation. Encouraged to call back once they get alternate until they could walk through set up. Per review of wo on 28may2025, they called to state that the device came to them with a complaint of low flow. A functional verification showed circulation pump command (cpc) of 46% and flow rate of 1.7 lpm. Discussed this was in specification and didn't reflect any device malfunction. They were awaiting data files from the customer to further investigate this issue. When they asked for further clarification on alarms etc. They were unable to provide any further information. Per follow up information received via task on 12jun2025, per review of event via service max, the event concluded with the device working within appropriate device specifications. They were awaiting data files from the customer to further investigate this issue. When they asked for further clarification on alarms etc.